Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an incorrect electrode placement during initial surgery the patient was re-implanted with another cochlear device during the same surgery.